Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra 2 meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began approximately 4 weeks prior to contacting lifescan. The patient manages her diabetes with self-adjusting insulin. The reporter confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient did not develop symptoms; however she attended ER approximately 4-6 weeks prior to contacting lifescan, where she received hcp treatment of insulin, the dose was 15 units in the morning and 15 units in the evening. The reporter stated that the patient was tested using an ER/hospital device and the result was "365 mg/dl." At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the reporter stated that the patient was hospitalised and received hcp treatment for diabetes after the alleged product issue began. This treatment does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.